Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a balloon rupture occurred. The lesion being treated was very calcified and located in the left anterior descending artery (lad). The balloon broke during the inflation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned, therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).